Event description:
A customer reported experiencing a blunt knife. Add'l info has been requested.

Manufacturer narrative:
One opened sample was returned for eval. The sample was examined using magnification and was found to have a damaged tip and cutting edge. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for this lot met spec. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to MFR's acceptance criteria. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. The root cause is unk. However, based on the info above it is unlikely that the damage occurred during the mfg process. (B)(4).